Event description:
It was reported that during infusion the tubing set cracked and leaked into the patients bed which caused delay. Although the customer stated that there was a delay in treatment, there was no impact to the infant patient.

Manufacturer narrative:
Continued from d11-10ml bd syringes lot 9175822 exp 2022-06-30, 0.9% sodium chloride injection. Product grid revised-suspect changed from pri tubing to 20029e. Additional information added to: a1, a2, a3, b3, b7, d1, d4, d10, d11, g5, & h.6. (Device code). Correction; h.6. (Patient code). The customer report that tubing set cracked was not confirmed. Visual inspection observed no damage. However the set's micron filter's air vent membrane was wetted/compromised and functional testing observed a leak (termed ¿weeping out¿) from the same area. The samples were received attached to each other: syringe 1 to non-bd luer connector 1, non-bd luer connector 1 to 30914 1, 30914 1 to smart site of 20029e, syringe 2 to non-bd luer connector 2, non-bd luer connector 2 to 30914 2, 30914 2 to 20029e. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Functional testing was performed by pushing fluid through from both syringes. It was observed that fluid leaked out from the filter vent. No other leak was observed. The root cause of the observed leak from the filter vent was not identified.

Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing cracked/broke.